Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) started experiencing urinary retention, leading to a surgical intervention. The procedure was performed, wherein the cuff was removed and deactivation plugs were implanted. The pressure-regulating ballon and the pump remain implanted. No additional patient complications were reported and the patient is expected to fully recover.